Event description:
This case was reported by a consumer and described the occurrence of jaw spasm in a female patient who received super poligrip original denture adhesive cream (formulation number (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip cream (dental). At an unknown time after starting super poligrip cream, the patient experienced jaw spasm, sickness, hand tremor, neuropathy, tingling in leg, leg pain, nausea, blocked artery, sinus problem and queasy stomach. This case was assessed as medically serious by gsk. Treatment with super poligrip cream was discontinued. At the time of reporting, the events were unresolved. The patient mentioned that she had seen a television advertisement about a class action suit involving super poligrip. Manufacturer's comment: super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
(B)(4).